Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system stopped spinning mid-spin during a spin. No error was displayed, and the led light on the mobile viewing station (mvs) was green. The site had previously taken successful images. The site said they had rebooted the system once before the call, but that he had not tried resuming imagining. It was noted that the site does roughly 40 cases per month with this imaging system. It was stated that the system stops mid-spin roughly once a month, where rebooting solves the issue. The site tried rebooting the system and disconnecting the umbilical cable and letting both the image acquisition system (ias) and the mvs boot individually. Once the ias was in standalone mode, they reconnected the umbilical cable and waited for the pendant to say ready. They prepped the operating room to use the system again, but this time the system would not take 2d images either. The led light on the mvs was green and blinked when the handswitch button was pressed. The ias did not make any sounds or movements. The use of medtronic imaging was abor ted. The site continued the procedure with a non-medtronic imaging system. There was no surgical delay or patient impact reported.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000194 switch xray hand codes b17, c20, and d15 are applicable. The system was serviced in the field and passed all testing. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h6: additional information was received regarding system, service. It was reported that the handswitch was replaced. Codes b01, c07, and d02 apply. H2: updates to section a and additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.